Event description:
Anxiety [anxiety]. Pain in vaginal canal [vulvovaginal pain]. Tampon still inside me- vagina [foreign body in reproductive tract]. Tampon string came out [device breakage]. Had to spend 10 minutes trying to dislodge the tampon [complication of device removal]. Elevated, rapid heart rate [heart rate increased]. Case narrative: consumer reported via e-mail that the string came out the tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.